Event description:
It was reported that the ilet user experienced hyperglycemia, with blood glucose remaining at 399 mg/dl for approximately four hours, after which a supply change was performed and the user was advised to make a meal announcement at dinner. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no additional medical intervention beyond troubleshooting and education. Investigation included a review of the event with user guidance on operational use. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause unclear, and the device function could not be confirmed as contributing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.